Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was loading the cartridge with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.